Manufacturer narrative:
Detailed patient outcome information was not provided to bsc. We completed a good faith effort to obtain the information. If additional details become available, a supplemental report will be submitted. The device was not returned but device analysis was performed using the photo received. X-ray confirmed that the device was kinked at the distal tip and the polymer jacket was detached and peeled.

Event description:
It was reported that tip detachment occurred. A 300cm straight tip v-14 control wire was selected for use in a peripheral intervention procedure. The target lesion was a chronic total occlusion in the left popliteal artery. Vascular access was performed via contralateral approach, and an attempt was made to cross the occlusion with the wire and a non-boston scientific shockwave device. It was noted that the tip of the wire was outside the shockwave device. The lesion was treated with 120 pulses, and when pulling the device and wire back, it was observed that the tip of the wire had sheared off. It was noted the device was partially explanted, a portion remained implanted, and the procedure was not completed.

Manufacturer narrative:
Detailed patient outcome information was not provided to bsc. We completed a good faith effort to obtain the information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that tip detachment occurred. A 300cm straight tip v-14 control wire was selected for use in a peripheral intervention procedure. The target lesion was a chronic total occlusion in the left popliteal artery. Vascular access was performed via contralateral approach, and an attempt was made to cross the occlusion with the wire and a non-boston scientific shockwave device. It was noted that the tip of the wire was outside the shockwave device. The lesion was treated with 120 pulses, and when pulling the device and wire back, it was observed that the tip of the wire had sheared off. It was noted the device was partially explanted, a portion remained implanted, and the procedure was not completed.